Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported air-in-line alarms through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The upstream sensor and upstream pusher were replaced.

Event description:
It was reported that a spectrum pump had false air-in-line alarms. It was also reported that there was no patient injury.